Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening. A microscopic analysis was performed which identified crease smooth opening on anterior. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed as fold flaw opening."

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.